Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed power supply assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to process residue found on a filter, designator fl4. The process residue on the filter caused the device to go into a constant reboot.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not completing the boot up process. There was no report of any patient use associated with the reported issue.